Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they encountered two situations where they awoke in the middle of the night and the reservoir was outside of the insulin pump. The customer¿s blood glucose was unknown at the time of the incident. The customer reported that it happened once 2 weeks ago, and the other time was last night. The device will not be returned for analysis.